Event description:
Customer reports in 2008 that a female was undergoing a CT of the abdomen/pelvis with contrast (optiray 320) to rule out abdominal pain. Customer noticed an infiltration at the left antecubital where a 20ga angiocath was inserted for IV access. A warm compress was applied to the site to stabilize the infiltration. The protocols used for the procedure were 2ml/sec for a total volume of 100ml and a psi of 325.

Manufacturer narrative:
Field svc engineer did operational checkout for the pressure limits and verify proper operation. The fse found all injector functions within mfg spec. Sys return to full svc by the customer.